Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained that the thyroid results for 1 patient did not correspond to their clinical condition when tested for elecsys tsh assay (tsh), elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii) on a cobas 6000 e 601 module. Based on the data provided, only the results for tsh and ft3 iii were a reportable malfunction when compared to the results from the advia centaur method. The incorrect results were not reported outside of the laboratory. The advia centaur method results were believed to be correct. This medwatch will cover tsh. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft3 iii erroneous results. Refer to the attached data for the patient results. There was no allegation that an adverse event occurred. The e601 module serial number was not provided.

Manufacturer narrative:
Three samples from the patient were provided for investigation. The investigation was unable to find a definitive root cause. Assays from different manufacturers can generate different results.

Manufacturer narrative:
Product problem was corrected.